Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2006: the patient was pre-operatively diagnosed with: spondylolisthesis at l5-s1; degenerative disc disease, l4-l5 and l5-s1 and underwent the following procedures: anterior lumbar interbody fusion at l4-l5 and l5-s1; implantation of bone morphogenic protein, l4-l5 and l5-s1; placement of cages at l4-l5 and l5-s1; allograft bone grafting; somatosensory evoked potential and electromyogram monitoring; anterior retroperitoneal approach to the lumbar spine. As per op-notes, ¿..trial sizing was performed and a 12 by 10, 5 degrees small cage was found to have the most appropriate fit. The cancellous bone graft, allograft demineralized bone matrix and bone morphogenic protein soaked collagen sponges were packed into cages and then cage was impacted in the disc space at l5-s1.the next level was l4-l5. The curettage was completed and the patient had the trial sizing performed again with the 12 x 10, 5 degrees small cage and this was found appropriate fit. This cage was packed with bmp, allograft demineralized bone matrix and then impacted into the disc space just as l5-s1..¿ no patient complications were reported. The patient also underwent the following procedures: posterior spinal fusion, l4-s1; implantation of bone morphogenic protein, l4-s1; allograft bone grafting; right side l5-s1 laminotomy; somatosensory evoked potential and electromyogram monitoring; posterior spinal fusion with segmental instrumentation. As per op-notes, ¿..the entry point for the pedicle screws was performed and 6 by 50 screws were placed in l4 bilaterally. The l5 and s1 levels both had 6 by 40 screws were placed in l4 bilaterally. The l5 and s1 levels both had 6 by 40 screws placed as well. The 55 mm rods were seated and multi axial screws aligned. The set screws were placed and compression applied across the posterior hardware. Bone graft was mixed with bone morphogenic protein soaked collagen sponges as well as allograft demineralized bone matrix and allograft cancellous chips. The local bone graft was also applied. The bone mixture was then applied in a copious fashion to decorticated lamina as well as transverse process from l4 to the sacrum..¿ no patient complications were reported. The patient also underwent anterior exposure for instrumentation of lumbar spine at l4-l5 and l5-s1. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.